Event description:
The manufacturer received information alleging particles in airway related to the bipap device's sound abatement foam. User also reported filter dirty, stains in device. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.